Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. A ship history review could not be performed because the upn is unknown. A device history record review was not performed as the upn and lot number is unknown and ship history review was not able to be performed. A labeling review was unable to be performed due to fiber information not provided. A risk review was unable to be performed due to fiber information not provided. Based on the information available, the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, thus the conclusion code "unable to exclude device problem" has been assigned as the most probable cause.

Event description:
It was reported that during preventative maintenance a broken fiber was noticed. There were no patient or procedure involved.

Event description:
It was reported that during preventative maintenance a broken fiber was noticed. There were no patient or procedure involved.